Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2009003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident, pictures were returned. However, our quality engineer team was unable to identify any defects through the pictures provided. Twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were assembled with a bd discardit 2ml syringe. None of the samples displayed signs of defective connection or leakage. Based on the available investigative findings, an exact cause could not be determined for this reported incident. Engagement force is measured during the manufacturing process as part of in-process and final testing. Smartslip technology ¿ has been introduced to help ensure a secure connection is made. It has been designed to reduce the risk of needle disengagement from the luer slip syringes. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that needle eclipse s/t 25x1 rb was difficult to connect. The following information was provided by the initial reporter: it was reported that the needle does not easily thread onto the syringe.

Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse s/t 25x1 rb was difficult to connect. The following information was provided by the initial reporter: it was reported that the needle does not easily thread onto the syringe.